Event description:
PICC dressing noted to have slight serosanguinous fluid. When PICC line dressing removed, leaking noted when line flushed & hole in the line visualized.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the catheter as a faulty sample. The green lumen is connected to a needle-free connection system and both lumens are connected to a 6 ml syringe with a piston diameter of a 10 ml syringe (each filled with 5 ml heparin lock flush solution). Flushing of both lumens result in a flow, but also reveals a leakage of the green lumen between the 19 cm marking and the first line of the 20 cm marking. The microscopic examination shows typical signs of a pressure burst which is responsible for this leakage. We were informed that the customer used a 3 ml syringe (although two 6 ml syringes with a piston diameter of a 10 ml were connected) and alcohol-based disinfectant. The warnings in the product's IFU, which states: "caution: do not stretch the catheter or subject it to pressure above 17.4 psi (1.2 bar, 900 mmhg). Do not use syringes smaller than 10 ml, as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand-held syringe. Subjecting the catheter to pressure above 17.4 psi can result in catheter rupture and embolism. Smaller syringes generate higher pressures than larger ones. There is a warning in the product's IFU, which states: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter components are randomly checked as well as an incoming goods inspection are carried out. There are 10 further complaints for batch 8023296 and 11 further complaints regarding a leaking catheter on code 4g07125223 within the last three years. For your information, the general complaint rate for code 4g07125223 from 2018 to 2020 is at 5.7895 [?]. None of the analyzed complaints was manufacturing related. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Corrective action: no further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.

Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
PICC dressing noted to have slight serosanguinous fluid. When PICC line dressing removed, leaking noted when line flushed & hole in the line visualized.